Event description:
Pt was 1'45" into routine hemodialysis treatment, when pt found unresponsive with heart rate in 50's, large pool of blood in floor beneath dialyzer. Blood returned slowly due to clot in venous line, add'l 600cc of saline given. Pt regained consciousness with bp 124/68, hr 70's. Dr beeped. Pt sent to hospital for 23 hour admit to receive 2 units prbc. Blood leak from arterial header. Machine did not alarm